Event description:
Hcp reported "catheter dislodged due to movement of pump." The device was explanted but not returned to the MFR for analysis. A follow up report will be sent when additional information is received.